Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
Material no: 309657 batch no: unknown. It was reported that four of the 3 ml bd luer-lok¿ tip syringe the syringes leaked past the stopper. The following information was provided by the initial reporter: description of issue: customer stated that 4 syringes leaked at the top end of the syringe (i.e the opposite side from the needle).

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 309657, batch no: unknown. It was reported that four of the 3 ml bd luer-lok¿ tip syringe the syringes leaked past the stopper. The following information was provided by the initial reporter: description of issue: customer stated that 4 syringes leaked at the top end of the syringe (i.e the opposite side from the needle).